Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: associated mdrs # 1225714-2014-00475; 00476; 00477; 00478, 2937457-2014-00269 and 2937457-2014-00270.